Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet while using an infusion set (contact detach) with a reported blood glucose 260 mg/dl, which resolved after changing supplies. The user noted possible insertion into scar tissue and observed insulin spraying from the tubing upon removal and filling, consistent with a downstream blockage. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included interruption of insulin delivery and the need to replace infusion supplies to restore delivery without hospitalization or emergency care. Investigation included troubleshooting and user education. Investigation of this case revealed an occlusion associated with the infusion set and tubing pathway, consistent with obstruction at or near the insertion site. It was concluded, based on previously established findings for similar reports, that the cause was infusion-site or tubing occlusion related to set placement.